Manufacturer narrative:
Additional information was received that the wound was at the midline incision site. The ipg site was opened to disconnect the lead from the ipg, and the ipg was also explanted. It was noted that electro cautery was used during the explant procedure.

Event description:
A report was received that the patient experienced a laceration in the wound and it had opened due to an inflammatory reaction. The patient underwent an explant procedure to remove the lead and was administered antibiotics. The physician is unsure if the event is device related. Device malfunction was not suspected.

Manufacturer narrative:
Additional information was received from the physician stating that the missing silicone from the clik anchor ((B)(4), lot number 18727508) was removed from the patient.

Event description:
A report was received that the patient experienced a laceration in the wound and it had opened due to an inflammatory reaction. The patient underwent an explant procedure to remove the lead and was administered antibiotics. The physician is unsure if the event is device related. Device malfunction was not suspected.

Manufacturer narrative:
The devices were returned and analyzed. Sc-1110-02, s/n (B)(4): the device was explanted because the wound opened and had an inflammatory reaction. The source of the inflammatory reaction was not determined. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-2352-70, s/n (B)(4): the visual inspection revealed that the lead was cleanly cut and no cables are exposed. Additionally, the proximal end is missing. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-4316, lot number 18727508: the clik anchor has torn eyelets with missing silicone material. It is unknown at this time if the missing silicone was retrieved from the patient¿s body. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient experienced a laceration in the wound and it had opened due to an inflammatory reaction. The patient underwent an explant procedure to remove the lead and was administered antibiotics. The physician is unsure if the event is device related. Device malfunction was not suspected.

Event description:
A report was received that the patient experienced a laceration in the wound and it had opened due to an inflammatory reaction. The patient underwent an explant procedure to remove the lead and was administered antibiotics. The physician is unsure if the event is device related. Device malfunction was not suspected.